Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 310 mg/dl with moderate ketones related to a cartridge leak. The reporter indicated that the cartridge was leaking from the body just below the internal o-ring. This report is made based on the allegation that the patient experience hyperglycemia while using insulin pump therapy.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.